Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had blank display. The customer's blood glucose level was unknown at the time of the incident. The customer reported that he dropped the insulin pump and there was a large crack on the back, and the screen was totally black. The customer was assisted in troubleshooting for blank display. The customer reported that the battery compartment was corroded. The customer stated that the display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.